Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure on the right ureter, a piece of the open-end flexi-tip ureteral catheter probe became unattached while the catheter probe was being removed and remained in the patient. The separated device fragment migrated and became stuck in the right ureter. The physician successfully recovered all probe fragments using a foreign body clamp. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that during an unknown procedure on the right ureter, a piece of the open-end flexi-tip ureteral catheter probe became unattached while the catheter probe was being removed and remained in the patient. The separated device fragment migrated and became stuck in the right ureter. The physician successfully recovered all probe fragments using a foreign body clamp. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One used open-end flexi-tip ureteral catheter was returned in open packaging. Fragments of the catheter were returned in a plastic container. Under magnification, scrape marks were observed from the distal tip of the device continuing for approximately 25 centimeters towards the proximal end. An unknown residue was observed on the catheter. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding.¿ based on the available information, cook has concluded that a cause for this event could not be established. It is probable that if resistance was felt during withdrawal of the catheter and inadvertent tension and manipulation on the catheter contributed to the separation of the device. Although it is possible the patient¿s anatomy and/or user or procedural issues contributed to this event, with the limited information available, device failure cannot also be ruled out. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.